Event description:
Pt was receiving chemotherapy and felt a "pop" in the pt's port-a-cath. At that time the pt was found to have a break in the silastic tubing from the catheter. The pt had to have an interventional radiological retrieval of "the catheter". There were no complications. Another one was inserted on the right side.